Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service, along with the generator, due to low impedance measurements. A new endotak lead model 125 along with a 1783 generator were implanted.